Event description:
Report 4 of 6. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) negative covid and flu a+b patient result was obtained. It was reported most of the patients were symptomatic. The user performed comparison testing using a second swab with binaxnow and a positive covid result was obtained. There were no health impact or consequences reported. Eua(B)(4).

Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for evaluation: yes. D9. Returned to manufacturer on: 25-sep-2025. H3. Device eval by manufacturer? Yes. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false negative when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4305328. The customer reported that they received six false negative results with patient samples. They reported that upon receiving negative results on the veritor analyzer, some of the patients were home and tested with a different rapid test and the results were positive. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. Two photos were provided and showed the kit box with the lot information and the back of the analyzer. There were returned samples received. The return samples were tested and the results passed. The failure of false negative was not confirmed. A trend analysis for false negative was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
Report 4 of 6. It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) negative covid and flu a+b patient result was obtained. It was reported most of the patients were symptomatic. The user performed comparison testing using a second swab with binaxnow and a positive covid result was obtained. There were no health impact or consequences reported. (B)(4).